Manufacturer narrative:
Follow-up #1: date of submission 02/23/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: unable to duplicate complaint of under responsive keypad. Keypad is intact; all buttons responsive during investigation. Removed keypad to inspect under contacts; no contamination found under contacts.. Opened pump to inspect keypad flex; keypad flex found to be fully seated in connector w/ latch closed. No evidence of moisture found internally. Unrelated to the complaint, the battery compartment is cracked on the side of the battery compartment from the case seal traveling up toward the battery compartment threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.